Event description:
A caller reported damage to the tandem mobi charging pad, specifically noting that the cable connection was loose and unable to maintain a charge. There was no adverse impact to the customer's blood glucose level. The customer received replacement charging supplies through a 2-day shipping arrangement by technical support.